Manufacturer narrative:
(B)(6). Evaluation summary: the device was returned for evaluation. The reported stent dislodgement could not be confirmed; however, the stent moved from its original crimped position. Based on visual analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query of the electronic complaint handling database revealed no other incidents for stent dislodgment reported from this lot. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that upon protective sheath removal, there was no noted resistance, however, the stent remained partially on the mandral and partially in the protective sheath and was removed off the delivery system. The device was set aside and not used. There was no patent involvement. There was no additional information provided.